Event description:
A complaint was received from a customer that stated the customer replaced the batteries in the glucometer elite system and the meter is still reading lo (less than 20 mg/dl). The customer also stated that the customer had reading from lo to 347 mg/dl. The time difference was insignificant. While on the phone electronic checks of the system were conducted and were found satisfactory. It was also learned that the customer was using excel off brand reagent strips.